Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the capacitor is defective. There was reportedly no patient impact or injury. A philips field service engineer evaluated the device onsite and confirmed that there was a malfunction. The xl+ kit-therapy capacitor was replaced by the service engineer and the issue was resolved. The device was returned to full functionality and remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's capacitor has a defect. There was no patient involvement.